Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: cervical stenosis with myelopathy level implanted: c3/4 procedure:anterior cervical discectomy and fusion (acdf) it was reported that intra-op, the cage fractured while being impacted into the disc space. Surgeon removed the fractured cage. The product came in contact with the patient. No patient symptoms or complication were reported as a result of this event.

Manufacturer narrative:
Product analysis results: visual examination of the returned implant confirmed that the top center portion of the implant around the locking cap is fractured in multiple locations. Microscopic examination of the fractures appears to emanate from the locking cap, with witness marks on the top face of the locking tab is noted, consistent with impact during attempted implantation. The above observations are consistent with significant impaction force on the implant locking cap during the attempted insertion. If information is provided in the future, a supplemental report will be issued.